Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. During the evaluation the error message e433 was confirmed by corresponding entries in the error log but could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields. 2. The user actuates the foot switch while the generator is booting. 3. Defective foot switch due to short circuit in the plug. 4. Defective foot switch due to defective reed contact. 5. A defective cable connection between the high voltage power supply (hvps) board and the generator board. 6. A defective cable connection for the output signal between the generator board and the relay board. 7. A defective transformer on the generator board. 8. A defective current transformer on the generator board. 9. A defective impedance transformer on the generator board. 10. A defective peak rectifier on the generator board. 11. A missing drive signal for the output stage of the generator board. 12. The output voltage is too low due to bad switching of the high-frequency (hf) output stage on the generator board. 13. The supply voltage from hvps board is missing or too low . 14. A defective hvps board due to a short circuit of the metal¿oxide¿semiconductor (mos) transistor. In such cases, the user may sometimes observe popping noises or flashes. 15. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc1) resistor. 16. A defective motherboard due to a defective analog-to-digital converter (adc). 17. Defective transient-voltage-suppression (tvs) diode on the relay board . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hf generator unit was presenting an e433 error code during procedure preparation. There was no patient harm or consequence reported as a result of this event.